Event description:
It was reported that this right atrial (ra) lead exhibited high, out of range impedances of greater than 3000 ohms. An automatic safety switch from bipolar to unipolar occurred due to the out-of-range impedance measurements. The presenting electrocardiogram shows atrial noise and capture could not be confirmed. Boston scientific technical services recommended clinical follow-up to review the functionality of this lead. No adverse patient effects were reported. This lead remains implanted and in service. Additional information: a good faith effort was submitted to the field to obtain additional information as to the status of this event. The field representative was unable to provide any further information. Please note that this additional report is being submitted to include a correction to section e: initial reporter. The facility name and address have been amended.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Please note that this additional report is being submitted to include a correction to section e: initial reporter. The facility name and address have been amended.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out of range impedances of greater than 3000 ohms. An automatic safety switch from bipolar to unipolar occurred due to the out-of-range impedance measurements. The presenting electrocardiogram shows atrial noise and capture could not be confirmed. Boston scientific technical services recommended clinical follow-up to review the functionality of this lead. No adverse patient effects were reported. This lead remains implanted and in service. Additional information: a good faith effort was submitted to the field to obtain additional information as to the status of this event. The field representative was unable to provide any further information.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out of range impedances of greater than 3000 ohms. An automatic safety switch from bipolar to unipolar occurred due to the out-of-range impedance measurements. The presenting electrocardiogram shows atrial noise and capture could not be confirmed. Boston scientific technical services recommended clinical follow-up to review the functionality of this lead. No adverse patient effects were reported. This lead remains implanted and in service.